Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, a sensing anomaly was observed. A reposition attempt was unsuccessful and the lead was explanted.